Event description:
It is alleged through the filing of a lawsuit, that after the pt's right total hip replacement, the pt began experiencing severe hip pain. Numerous efforts to diagnose the pain were made, which led to a revision surgery at (B)(6).

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics' legal affairs department. No additional info is available at this time. The device is not available due to the ongoing litigation. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.